Event description:
The user received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 0.035 uiu/ml and was reported outside the laboratory. The physician questioned the result so the sample was repeated and the result was 6.02 uiu/ml which they considered to be correct. The sample was repeated again and the result was 5.91 uiu/ml. The patient was not adversely affected and no treatment was received due to the erroneous result. The tsh reagent lot number was 16538501 with an expiration date of 07/31/2012. The field service representative determined the cause was unknown. He ran performance testing which was acceptable. He watched operation, checked the mechanical positioning and system volume which were acceptable. The user ran calibration and quality controls which were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. There have been no other issues reported since the field service representative visit. The patient was not adversely affected.